Event description:
It was reported that patient was admitted to the emergency room (ER) as the implantable cardioverter defibrillator (non-crt) delivered a shock. Boston scientific representative contacted boston scientific technical services (ts) to review the event and the rhythm appear to be 1:1 with therapy been exhausted in each episode. Inappropriate therapy is suspected due to supraventricular tachycardia. Boston scientific technical services (ts) recommended to increase the vt-1 zone and to evaluate if the medications should change. Device remains in service. No adverse patient effects were reported